Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient fell into a laundry basket and then down a flight of stairs. Patient started feeling shocking when the device was on or off. Rep ran impedance and ½ were high. Patient had removal and replacement on the day of this report. It was noted that the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.